Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully deployed without its plunger/needles, anterior and posterior cuffs, link, suture and posterior needle tip. Blow through marks were present on posterior foot indicating the foot had deployed, the plunger/needle assembly had been deployed and proper posterior cuff ejection occurred. There was no detected damage. During testing of the foot deployment capabilities, the foot successfully and fully deployed in 5 of 5 attempts without any anomaly. The foot was examined and there was no detected damage or needle strike mark. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Based on the investigation findings, the cause for the complaint could not be determined. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of right common femoral artery after a diagnostic procedure. Reportedly, the foot did not deploy. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.